Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The reported problem was confirmed and it is suspected that the pm pcb failed. Customer was advised to swap the pm pcb to confirm the suspicion that the pm mcb failed. Customer was advised to swap the pm pcb to confirm the suspicion that the pm mcb failed. The customer provided an update that the power switch overlay was replaced to address the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit turns itself on. The device was in clinical use at the time of the reported event however, there was no patient or user harm.